Event description:
It was reported that the patient with this right ventricular (rv) lead was syncopal and was transported to the hospital. It was found that the lead had triggered a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. After the lss, noise, oversensing, and pacing inhibition were noted. It was confirmed via x-ray that a lead conductor fracture was suspected. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.